Event description:
We received an allegation about discrepant results for 3 patients' urine samples tested with microalbumin (albt2) assay on a cobas c 503 analytical unit. Sample 1 and sample 2 were tested on (B)(6) 2024. Sample 1 (patient 1): initial result: 2.78 mg/l (accompanied by a data flag). 1st repeat result: 27.60 mg/l. 2nd repeat result: 2.51 mg/l (accompanied by a data flag). Sample 2 (patient 2): initial result: 57.2 mg/l. 1st repeat result: 23.5 mg/l. 2nd repeat result: 26.2 mg/l. Sample 3 (patient 3) was tested on an unknown date. Initial result: 51.90 mg/l. 1st repeat result: 63.50 mg/l. 2nd repeat result: 39.10 mg/l. No questionable results were reported outside the laboratory. The 2nd repeat result of 26.2 mg/l for sample 2 and the 2nd repeat result of 39.10 mg/l for sample 3 were deemed to be correct.

Manufacturer narrative:
The albt2 reagent lot number was 7883450 with an expiration date of 31-dec-2025. Calibration and qc were acceptable. The field service engineer (fse) replaced and adjusted the sample probe. He also adjusted the reagent probe. He then did decontamination of the lines, adjusted the internal flush pressure of the probes, and checked the cuvette flush volumes. The system was performing within specifications. The service actions done by the fse resolved the issue.